Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Physical therapist for a patient states the right side bed rail will not go up and the left side rail is loose.